Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to load updated software and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the radio frequency (rf) head connector of the link electronic module board was loose and therefore the board was replaced and calibrated, that the printer drawer was missing the paper guide and therefore the printer drawer was replaced and that the bezel was broken and therefore the overlay/bezel assembly was replaced. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to load updated software, using either the software distribution network (sdn) or the zip drive. Though the window for "now updating the programmer with the following software" did appear, the window never filled in and the screen seemed to freeze. The power was cycled twice but the situation did not improve. The universal serial bus (usb) was tried as well but would not install the software. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that both the programmer and the radio frequency programmer head which had been returned along with the programmer as an associated device, subsequently tested out of specification during manufacturer's analysis.